Event description:
The pump was nearing end of life; for the previous two months, the pt had remarkably increased spasticity. The pump contained lioresal 2,000mcg/ml delivered at 600mcg/day. No problem was discovered with the catheter or pump rotor when checked. The pump was replaced and the pt was doing well with the new pump - his dose was decreased to 300mcg/day.

Manufacturer narrative:
(B)(4). Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp.